Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10324. The patient (B)(6) received the scs system which included the ipg and two lead extensions from the same lot. It was reported the physician repositioned the ipg from the gluteal region to the abdomen (reason unknown). During the procedure, it was observed that the lead extensions were broken in the ipg header. As a result, both the lead extensions and the ipg were removed and replaced. Effective stimulation was achieved post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.